Event description:
It was reported that the patient went to emergency room (ER). Upon review, the patient had received appropriate shocks for the implantable cardioverter defibrillators (ICD) device, however a signal artifact monitoring (sam) episode occurred in between the ventricular tachycardia event. Technical services reviewed the sam episode and determined the clinical observations were related to respiratory rate trend (rrt) noisy signals on this right atrial (ra) lead. The sam vector was switched, and the device is currently using rv lead for respiratory rate trend (rrt) sensor. The device is operating as programmed and expected. This right atrial (ra) remains in service and there were no adverse patient effects reported.